Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. It was reported that the impedances and thresholds had been increasing. An x-ray was performed and revealed the lead fracture. Subsequently, the patient underwent a revision procedure and this product was surgically capped and abandoned. No further complications have been reported.